Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. The complaint could not be verified and a root cause could not be determined, as the complaint device or its concomitant accessories were not returned. Factors that could have contributed to re-bleeding include: (1) electrode wear on the used wand which could lead to diminished functionality, (2) insufficient saline flow to the surgical site, (3) the patient's compliance to post-op instructions such as the types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot, or (4) blood clot falling off allowing the blood vessels to start bleeding again. The user¿s manual was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The user¿s manual states: - do not use the coblator ii (rf8000e) system with non-conductive media (e.g. Sterile water, dextrose, air, gas, glycine, etc.). Use only conductive media such as normal saline or ringer¿s lactate. - the coblator ii rf generator is intended for use only with active accessories from the manufacturer. Do not use other active accessories with the coblator ii rf generator. The wand and coblator ii rf generator work together as a system and guarantee that the voltage applied is within the rated voltage of the wand in all operating modes associated with the wand. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during an unknown surgery, the coblator ii controller is believed to have low energy. Even though a back-up was available to complete the procedure, it was finished with the same device. The patient has been stated to be injured as he experienced post-operative bleeding; however, the outcome is positive.